Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 4.50mm x 8mm nc emerge® balloon catheter was advanced to dilate the lesion. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. The balloon, markerbands and proximal bond were microscopically inspected. Inspection revealed a pinhole burst that was 1mm proximal of the proximal markerband. There were numerous kinks throughout the hypotube. There is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced to dilate the lesion. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.